Event description:
A healthcare facility in (B)(6) reported that an rt235 infant breathing circuit had a leak before use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The returned breathing circuit was pressure tested for leaks. The breathing circuit was also immersed in a water bath to locate the source of any leak. Results: the returned breathing circuit had a leak outside the allowable limits. During the water bath test a leak was identified at the joint of the swivel y piece. A lot check revealed no other failures of this type for this lot number. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).